Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of this returned lead found that the lead body was twisted and curled along it entire length and the insulation was bunched in several places. In addition, it was discovered that the helix had been fractured and was not returned with the rest of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing confirmed that the damaged noted to this lead was due to external stress being applied from the patient experiencing twiddler's syndrome.

Manufacturer narrative:
A lead revision was performed and this lead was successfully replaced and will be returned for analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead had dislodged and was pulled back to the subclavian vein due to the patient exhibiting twiddler's syndrome behavior. The dislodgement was confirmed with a chest x-ray. It was also noted on the x-ray that the helix for this lead appeared to be retracted into the housing. During the implantation procedure, the helix had clearly been extended. No adverse patient effects were reported.

Event description:
The lead was returned.